Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Log file analysis indicates signal loss on optical fibers 1, 2, and 3, which was consistent with unplugging the device. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. The cause of the reported pericardial effusion was procedure related per the physician. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a right ventricular outflow tract ablation procedure, a pericardial effusion occurred. The right ventricle and right ventricular outflow tract were mapped with the ablation catheter and approximately one hour later, the patient experienced throat and head pain. The patient became hypotensive and an echocardiogram revealed an effusion. Protamine was administered, which stabilized the patient, and no further intervention was required. There were no performance issues with the ablation catheter.